Manufacturer narrative:
The reported events were lead dislodgement and ¿oversensing episodes.¿ as received, a complete lead was returned in two pieces. The reported event of ¿oversensing episodes¿ was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
During a remote follow-up, oversensing was observed on the right ventricular (rv) lead due to dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.